Event description:
The facility was using a pt lift (in the long term care facility) in an attempt to lift a pt when the lift carriage located at the end of the lift bracket and threaded into the weight sensor, and then secured by a nut, came out of the threaded sensor causing the pt to fall to the floor. It appeared that the nut that prevents the carriage from coming unthreaded, during the swivel process for proper placement of the pt, came loose from multiple uses, causing the bolt to spin freely. After a period of time the threaded end of the bolt had become so loose that it came out entirely.